Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working when the customer attempted to prime. Customer stated insulin was squirting out during the manual prime process. Customer's blood glucose was 7 mmol/l. Troubleshooting found the customer did not observe a gap between the piston and reservoir stopper during a prime. It was also found the customer had a compromised force sensor system alarm. The customer also stated the drive support cap was sticking out on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.